Event description:
The customer reported three cups of lh series diluent leaked underneath the manual sampling probe of the coulter lh 500 hematology analyzer onto the counter. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing had popped off (detached from) feed-thru fitting (ff151) and the customer re-attached the tubing to fitting to resolve the leak issue. The fse replaced the tubing and installed a collar as an additional measure. In further troubleshooting, the fse observed the instrument was not performing differentials (diff). The fse observed the solenoids (lv34, lv54 and lv56) were corroded due to fluid leak. The fse replaced the solenoids (lv34, lv54 and lv56), resolving differentials. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).